Manufacturer narrative:
H6: eval code conclusion/fdc updated to d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned lead lot# 60522418 was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the body of the lead was stretched 19cm from proximal end. Analysis identified a break in the outer insulation of the lead as it was damaged 0.5 to 24cm from distal end. Analysis identified the electrode at the distal end of the lead was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that physician was doing a basic trial and went to pull the stylet out and the lead was just uncoiling around the stylet. It would not release properly. The decisions was made to replace the lead. Unknown cause. The stylet would not remove from lead easily, not other trouble shooting could be done as the lead just was uncoiling. Issue resolved.